Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the associated batch record, complaint history and CAPA/nc/pra/hhe/field actions could not be performed because no part or batch information was provided. A review of the risk management documentation was performed and concluded that the alleged failure and associated foreseeable harms have been anticipated under multiple failure modes. A review of the product labeling (IFU) document for pico 7 provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse reactions that may occur during negative pressure wound therapy (npwt). An evaluation of relevant clinical/medical information was carried out and revealed that the information provided is insufficient to determine a definitive clinical root cause of the report adverse events. However, per the instructions for use (IFU), a wound filler must be used on wounds of 2cm-4.5cm in depth and in a wounds less than 2cm if the pico dressing does not contact the base of the wound. Although, the wound was "almost closed" as mentioned, it is uncertain if it was too small in circumference and the pico dressing would not compress down to the base of the wound could have caused or contributed to the wound deterioration. Additionally, the instructions for use (IFU) warn the following, ¿the pico dressing should only be used with pico pumps¿; therefore, we cannot rule out off label use of the calcium alginate silver filler with the pico dressing which was outside of the IFU guidelines. Although, it was reported that the doctor was aware of the patient's condition, it is unknown if these adverse events were resolved, nor was the outcome of the patient's wound reported. Factors that could contribute to the reported event include that the wound filler is not used when required, a little wound filler was used, the size of dressing used is incorrect, the dressing removal on a dehisced wound/ulcer is inadequate or, a poor removal technique was employed. No manufacturing, packaging, labelling, design, nor adverse trend have been determined; therefore, no corrective actions are deemed necessary.

Event description:
It was reported that, during a npwt applied with a pico 7 for a week on a chronic wound on the back without a filler and the wound "almost closed". The patient went back to the doctor and had to have a debridement done but doctor said "the wound closed on the outside but not on the inside". A calcium alginate silver filler was used with the pico dressing. The nurse took down the dressing today and found that the wound is "half cm deeper" and has "deteriorated". The doctor has been made aware of the patient's condition. No injury was reported to the patient. There's no more available info.

Manufacturer narrative:
Internal complaint reference: (B)(4).